Manufacturer narrative:
Additional information: date of event, event description, and therapy dates.

Event description:
Additional information was received. The patient had transitioned to fresenius products prior to the peritonitis episode. The nature and degree of patient training as well as patient understanding and adherence to procedure is unknown. A culture test was performed, which confirmed citrobacter freundii.

Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy utilizing the liberty select cycler /liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty select cycler /liberty cycler set product issue caused or contributed to the event. The exact cause of the patient¿s peritonitis cannot be determined with the information available. Peritonitis is a well-known potential complication in pd patients which can be a result of multiple potential etiologies. The patient¿s pd effluent yielded growth of citrobacter freundii which is an organism that colonizes the intestinal tract of humans and other animals. Citrobacter freundii peritonitis is known to be caused by touch contamination during the pd exchange and therefore, may have also been a contributing factor in the event. The patient was relatively new to using fresenius products for pd therapy. The nature and degree of patient training on fresenius products as well as patient proficiency with the new procedure is unknown. According to the international society of peritoneal dialysis (ispd) guidelines, patient training and education is a critical component in prevention of pd-related peritonitis as well as re-training especially following a change to another supplier or a different type of connection.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis with subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and the liberty select cycler or cycler set. There is no allegation of a device malfunction or a leak in the cycler set. It is unknown if the patient practiced proper aseptic technique during set-up of the pd therapy as there are no culture results provided. Based on the available information the cause of the peritonitis event cannot be confirmed, therefore, the liberty select cycler and cycler set cannot be excluded as causing or contributing to the adverse event.

Event description:
It was reported that a peritoneal dialysis (pd) patient returned from a hospital after being treated for an infection. Upon follow-up with the peritoneal dialysis registered nurse (pdrn), the patient was hospitalized on an unknown date and diagnosed with peritonitis of an unknown origin and species. It is unknown what signs or symptoms the patient experienced. The patient was treated/prescribed with cefepime (dose, route, frequency and duration unknown). Additional hospital course is unknown. Pd therapy was continued during the hospitalization, however, it is unknown if fresenius products were utilized. The patient was discharged to home on (B)(6) 2019 and continued to recover.